Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the apollo detachable tip unintentionally detached. This event was reported to have occurred with 2 apollo catheters, during advancement of the guidewire. There was no report of patient injury.

Manufacturer narrative:
The apollo micro catheter was returned for analysis within a shipping box; within a sealed bio-pouch and within an opened apollo inner pouch. An unopened apollo syringe adapter was returned with the apollo micro catheter. No product analysis is required for the apollo syringe adapter as it is not relevant to the compliant. The apollo micro catheter was decontaminated. The returned apollo portion was measured, however, it could not be determined, if the apollo usable and distal floppy segment lengths meet specification as the 1.5cm detachable tip was found detached and not returned. No damages or irregularities were found with the apollo hub. No bends or kinks were found with the apollo catheter body. The ldpe coupling tube overlap length was measured to be within specification. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿tip premature detachment¿ was confirmed. Tip premature detachment during navigation or repositioning can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. Tip premature detachment can also occur due to too much vessel calcification as the tip can get caught and dislodge or repositioning of the micro catheter while it is in a wedged position, or with vessels that are in vasospasm. However, the cause for the event could not be determined. Per the apollo instructions for use (IFU): ¿the distal section of the catheter incorporates a detachment zone that allows detachment of the distal tip when the force required to extract the catheter exceeds the force to detach the tip. Navigating or repositioning the catheter while it is in a wedged position or with vessels that are in vasospasm may cause premature tip detachment.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.